Manufacturer narrative:
The insulin pump was tested with a test p cap and locked in place properly. However, the insulin pump was received with half broken off reservoir tube lip and missing reservoir tube o ring noted. The insulin pump had cracked lcd window, cracked case at the display window corners, cracked reservoir tube window, cracked reservoir tube, cracked battery tube threads, broken belt clip slot and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4).

Event description:
The customer reported via phone call that pieces from the reservoir compartment have chipped from the top and the o-ring fell out and reservoir no longer stays in place. Blod glucose value was 10.0 mmol/l. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.